Manufacturer narrative:
Date of event: date was approximated as it is unknown. Implant date: date was approximated as it is unknown.

Event description:
It was reported that a cerebrovascular accident (cva) occurred. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was implanted. The 45 day follow up transesophageal echocardiogram revealed a 4mm peri-device leak. The patient was instructed to stop warfarin at that time. In (B)(6) 2018 the patient was seen at another facility with left sided impairment and facial droop diagnosed as a left sided stroke. The patient was put on blood thinners and a follow up tee will be performed in 90 days. No further complications were reported.